Manufacturer narrative:
It was reported that the customer was "putting together a wheelchair on (B)(6) 2026 and upon taking it out of the box, realized that the one wheel was bent and unusable. It also rubs on a fastener." There were no reports of death, serious injury, medical intervention, or follow up care. It has been determined that the reported event could cause or contribute to serious injury if it were to occur again. In an abundance of caution, this is a reportable event. If additional information becomes available this report will be reopened and reevaluated.

Event description:
It was reported that upon unboxing, the customer noticed that one of the wheels was "bent and unusable."